Manufacturer narrative:
The device was returned to endogastric solutions (egs) for engineering evaluation. Initial observations of the device noted one side of the tissue mold to chassis link with visible tool marks in the area. Additionally, observations recorded pinch and spiral kinks along the endoscope tube. Device over rotation is commonly associated with pinch and spiral kinks on the endoscope tube and may also result in misalignment of handle and distal end. The reported troubleshooting steps as identified in the IFU were performed at the wrong location on the device. Proper distal end and handle alignment is verified during manufacturing. In addition, the customer successfully completed all steps of the tif procedure prior to device removal. Thus, the device was likely functional when it left egs, and the items noted during the engineering evaluation likely occurred during use of the device. Based on the available information received and engineering evaluation by egs, the cause of the reported incident could not be conclusively determined. While there was no patient impact during the procedure, this is being reported because if a device removed in an inflexible orientation were to recur, a serious adverse event may occur. This incident was originally reported as a product malfunction with no patient impact. After a risk assessment review manufacturer has determined that if this incident (product removal in an inflexible orientation) were to recur, a serious adverse event may occur. Due to the updated risk assessment, this incident is now reportable and is being reported outside the required 30-day timeline.

Event description:
A patient underwent a hiatal hernia repair procedure followed by a tif procedure. No issues were noted during the tif procedure and at the beginning of device removal. The device became stuck approximately three fourths of the way from fully removed. The physician placed his fingers between the distal end of the device and the patient's esophagus in an unsuccessful attempt to remove the device. The physician also used a nasal endoscope. After multiple attempts to maneuver and remove the device, the patient was repositioned supine, and the physician reportedly performed troubleshooting steps identified in the IFU on a section of the device that was just outside the patient's mouth. Prior to the troubleshooting procedure, the tissue mold to chassis link was reportedly seen disconnected. Additionally, the distal end of the device was seen "twisted" and not in the most flexible orientation for device removal. The device was eventually removed from the patient. There is no reported patient impact. The patient was admitted overnight out of abundance of caution and not to preclude permanent damage to a bodily structure or function.

Manufacturer narrative:
Updating medical device problem code (a) to only include: 1562, and 1536. Updating type of investigation (b) to only include: 4112, 4109, 4110, 10, 3331, and 4111. Updating investigation conclusions (d) to only include: 61.